Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
The event occurred in china. It was reported that the error message ¿rom error¿ occurred on the rotaflow console after turning on the device. No patient was involved. The control board was detected as damaged and needs to be replaced. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿rom error¿ occurred on the rotaflow console after turning on the device. No patient was involved. No harm to any person has been reported. The reported ¿rom error¿ could lead to a pump stop during use therefore a report is required. A getinge field service tehnician investigated the affected rotaflow console with s/n (B)(6) and was able to confirm the reported failure. However, the device was turned on again after a while during the investigation and the "rom error" did not appeared again. No parts has been replaced. The device is working as intended. Based on these investigation results the reported failure could be confirmed. The reported failure "rom error" was already investigated by the getinge life cycle engineering and determined the root cause as a defective flash memory (ic8) on the control board. The most probable root cause of this defect is a statistical failure or a manufacturing defect that worsened over time and caused a sporadic error in data retrieval. The review of the non-conformities was performed on 2024-03-08 and during the period of 2020-09-14 to 2024-03-07 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-09-14. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.